Event description:
Medwatch report #070022-2000-0012 received from the user facility states the following: "spinal needle broke inside pt's back; about 1 1/2 inches remained under skin. This occurred while pt being given spinal anesthesia in preparation for a cesarean section." The initial information received via telephone from the user facility, indicates that the pt was obese. The pt had no adverse reactions as a result of this occurrence.